Manufacturer narrative:
Investigation summary: investigation conclusion: investigation summary: investigation level a: DHR review - yes, required for MDR; qn database review - yes; eura review - yes, required for MDR; sample analysis - no, no sample received. Investigation conclusion: the customer's experience could not be confirmed or reproduced as no sample was received for evaluation and testing. The DHR and qn database reviews did not reveal any related reject activities or anomalies during the production of this batch. (B)(4) nexiva p-eura has identified the various failure modes that could lead to leakage at the luer adapter or the catheter adapter port and assessed the risk to the end user. The failure mode of kinked extension tubing can also cause leakage from the catheter adapter port and was not identified in (B)(4). The end user effects of this failure mode are shared with the failure mode of detached extension tubing, which is already addressed in the document. The document will be updated accordingly under eco (B)(4). Based on the customer's verbatim description, the effect of the failure was minor leakage that did not require medical intervention with a limited severity of s2. Occurrence rate of this defect is low for this batch. With limited severity and low occurrence, the risk to the end user is acceptable. Root cause description: the customer's experience could not be confirmed or reproduced as no sample was received for evaluation and testing. Root cause is indeterminate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the bd 20 g x 1.00 in. (1.1 mm x 25 mm) bd nexiva¿ closed IV catheter system leaks. Found during use. No serious injury or medical intervention noted.